Event description:
It was reported that the patient had intermittent stimulation on the right side. When the patient pushed the device, it started working. The patient felt shocking in the pocket area. Impedances were out of range for electrode 13, which was assumed to be the cause of the shocking. Electrode 11 was lower than the rest. The company representative programmed around electrode 13 and the patient had effective therapy with no negative symptoms.

Manufacturer narrative:
Lead: model 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4).